Manufacturer narrative:
Other components involved in this event have been communicated through mdrs: 1020279-2017-01114 , 1020279-2017-01113 and 1020279-2017-01013. [(B)(4)].

Event description:
Further on it was clarified that patient underwent total knee exchange with revision of all components, rather than just the poly.

Event description:
It was reported a revision surgery (flush and poly exchange) due to patients knee infection